Event description:
Information was received from multiple sources (patient, healthcare provider, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the wireless recharger did not charge when placed on the dock. The green light from the dock was visible, but the recharger's battery indicator did not turn green. The recharger could not be turned on. A reset of the wireless recharger was performed but that did not work.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial (B)(6) : g2: the country of origin is portugal. H3: the wireless recharger, model# wr9200 serial (b))6) , was returned for product analysis. Analysis revealed that the firmware was corrupted; there was database corruption during out-of-box setup, resulting in the wireless recharger operating in runmode_mfg. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.